Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers with no evidence of deformation to the struts or segments. The distal tip was flared. The hypotube was kinked 1.6cm, 4.0cm proximal to the break site and 3.0cm distal to the break site. The hypotube had detached 31.9cm distal to the strain relief. Both ends of the hypotube were oval and jagged at the break site.

Event description:
Physician attempted to deploy a resolute integrity 3.00 x 30 mm rx drug eluting stent to treat a lesion in a off label use procedure of a below the knee peripheral vessel. Device was inspected before use with no issues noted. The vessel was reported as having significant calcification. A non-medtronic device was first used prior to the resolute integrity stent and it reported to have also broken. When advancing the device to the target lesion resistance was noted. It is reported that the catheter fractured on proximal section about 12 inches distal to the hub. A non-medtronic device was used instead to complete the procedure. No reported patient injury. .

Manufacturer narrative:
Evaluation, results: unapproved use of device-peripheral vessel; inherent risk of procedure-failure to deliver the stent; patient¿s condition affected effectiveness of device-significant calcifion; no results available since no evaluation performed- device or procedural images not provided for review; none (no device returned for evaluation). Conclusion: inherent risk of procedure-failure to deliver the stent; off label, unapproved or contraindicated use-peripheral vessel; unable to confirm complaint - device or procedural images not provided for review; device failure/lack of effectiveness related to patient condition-significant calcifion. (B)(4).